Manufacturer narrative:
Concomitant medical products: 5076-45 lead; implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high superior vena cava (svc) coil lead impedance on the right ventricular (rv) lead. The svc coil was programmed off. The lead was later explanted and replaced during a routine generator replacement procedure. No patient complications have been reported as a result of this event.